Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted tones. It was further discovered that this ICD and right atrial (ra) lead exhibited noise, oversensing, high threshold measurements, loss of capture, and high out-of-range pacing impedance of greater than 2,500 ohms. A lead fracture was suspected, but could not be confirmed via fluoroscopy. Surgical intervention was done to replace both the ICD and the ra lead. The ICD was explanted. No additional adverse patient effects were reported.